Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the initial procedure? What is current condition of the patient? What was the size of the needle used? Was more than half the needle retained in the patient? What tissue was being sutured when the event occurred? Where was the needle piece found; in what structure/tissue? Was additional dissection required in other organs/tissues other than the target tissue? All answers above are unknown. Once there is any update, we will update the information. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. ¿ trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ug/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle tip broke while sewing the uterus. It was found that the needle tip was buried in the tissue. The tissue was separated to look for the broken needle tip, which caused slight damage to the tissue. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.